Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon pinhole was observed. The physician observed a pinhole in a wanda 6.0-40,135 balloon catheter during the procedure. No patient complications were reported and the procedure was completed with another of the same device. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon pinhole was observed. The physician observed a pinhole in a wanda 6.0-40,135 balloon catheter during the procedure. No patient complications were reported and the procedure was completed with another of the same device. Additional information has been requested and is not available. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
Event date: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes device evaluated by MFR: an examination of the balloon showed evidence of being inflated. There was congealed contrast media in the balloon. The inflation connection port of the hub was broken in half and the proximal part was not returned with the device. No further cracks or damage was noted to hub. The device could not be connected to an encore inflation device due to broken hub, therefore the balloon could not be tested for leaks. An examination of the balloon material could not a locate leak. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).